Manufacturer narrative:
The user facility refused to release information on the status of the employee. A steris service technician arrived on site, inspected the unit, and confirmed the unit to be operating according to specification. The technician identified that after removing a load from a processing cycle, the employee subject of the reported event noticed a droplet on the top of the packaging and touched it because he assumed it was water. The load was dried and reprocessed. The steris operator manual states on page 1-2, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant material safety data sheet (msds) for appropriate personal protective equipment, spill containment and cleanup." And "danger - chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions. See vaprox hc sterilant msds, product label and package insert for additional handling information." The technician confirmed the employee subject of the reported event was not wearing proper ppe at the time of the event. The technician instructed user facility personnel on the proper use and operation v-pro max sterilizer.

Event description:
The user facility reported an employee's finger was turning white after being exposed to hydrogen peroxide.